Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that when the power button was pushed on the remote monitor nothing happens. Correct set-up of the remote monitor was verified. A new monitor has been ordered. No patient complications have been reported as a result of this event.